Manufacturer narrative:
Initial reporter facility name:unk. Initial reporter address: unk. Initial reporter city : unk. The actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the dialysate port was observed cracked. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. However, the most probable cause was due to shock during shipping. The observed damage is typical of mechanical shock applied on the product leading to its breakage. A product with such damage would have been detected during the manufacturing plant¿s 100% in process visual control & leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, an external fluid leak was observed with a prismaflex m100 set due to a crack at the upper end of the filter column. There was no patient involvement associated with this event.. No additional information is available.